Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 implantable pacing lead (B)(6) 2004. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analysis was performed. No anomalies were found and visual summary analysis of the lead indicated severe explant damage. The analyst noted they were unable to determine insulation breaches or fractures due to the severe damage to the lead.

Event description:
It was reported that the right ventricular (rv) pacing lead impedance values were measuring high and out of range and that no capture was observed. A fracture was suspected so the rv lead was explanted and replaced the same day. No patient complications have been reported as a result of this event.